Event description:
It was reported that the customer had a motor error alarm while delivering a bolus on the insulin pump. Customer's blood glucose level was 5.7 mmol/l. Customer uses a sensor and started using one again recently. Customer was advised of the possibility of the false motor error. Customer stated that the pump was not dropped, bumped, or exposed t an x-ray or MRI. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no motor error alarm noted. The motor tested outside of device and passed. The unit had minor scratches to lcd window, cracked case near lcd window corner, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, battery tube threads, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.